Event description:
Event: unresolved type I endoleak. Case details: the patient was reported to have a tortuous and angulated superior neck. The graft was deployed and an angiogram taken revealed a type I endoleak at the superior attachment system. The physician placed a stent and ballooned the superior attachment system to create a seal, but the leak persisted. The patient will be monitored by the physician.